Event description:
Reporter indicated a patient experienced left vocal cord paralysis due to the initial vns implant surgery procedure. The left vocal cord paralysis was diagnosed by an ent. The vns was not activated for 3 months after implant, and then was turned on to very low settings. The patient may have botox injections in the future, but this would not occur for at least another six months.